Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The catheter appeared to have been manipulated on the stylet flushing connector cannula. Splits were observed near the proximal end and near the 30cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion. Leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed tensile weakness in the vicinity of the distal split. Microscopic inspection of the proximal split revealed that it corresponded to the distal end of the flushing connector cannula. The distal splits were diagonally aligned and occurred within diagonally aligned impressions. All split exhibited granular fracture surfaces. The splits were consistent with contact between the catheter and the stylet. Such damage can occur if the stylet is manipulated/removed prior to being wetted and if manipulation/removal is attempted against resistance. A lot history review (lhr) of recn0576 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was unpacked for pre-rinsing, it was found blocked. On 8/9/2019 - returned catheter leaked.